Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient had an MRI on (B)(6) 2019 and an interrogation was not performed right after the scan. A pump report from an interrogation on (B)(6) 2019 at 09:55 indicated the pump had been in a state of motor stall for 84 hours and 39 minutes. The pump was also in a state of tube set. The logs indicated the tube set event occurred on (B)(6) 2019 at 21:16. The patient had good therapy and had no symptom return. Further complications were not reported. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was stated the alarm was sounding, but not anymore. The motor stall recovered upon interrogation. The patient did not have any sign of withdrawal and the pump was recording a medication supply.